Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case, a specific screw could not be identified; therefore no specific torqueing protocol can be referenced. Without the returned product, there is not enough evidence to form a conclusion on the reported event of screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
Device has not yet been returned to the manufacturer.

Event description:
The doctor indicated that the unknown abutment screw was rounded and he had to remove it in tooth location #19. The doctor had to use a screw removal tool.